Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 246 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.